Event description:
It was reported that the patient's device was checked after a separate medical procedure and found that there was no diagnostic data. It was discovered that the implant detect had not completed as there was not an atrial lead implanted. The implant detect was manually completed and the device remains in use. No patient complications have been reported as a result of this event. It was reported that the patient's device was checked after a separate medical procedure and found that there was no diagnostic data. On 28aug2012: it was further reported by the patient's relative that the patient died outside of the united states of respiratory failure and cardiac arrest and that information is being kept from the patient's family. The relative was asking questions regarding the storage of the device, if it could tell how long someone is in cardiac arrest, and if there was information on a programmer that could be provided to the family. The relative was referred to the patient's physician. In addition the relative reported that "they" killed the patient. It was undetermined if the relative was speaking of the manufacture...

Manufacturer narrative:
Subsequent information received on 09aug2012: it was further reported by the patient's relative that the patient died outside of the united states of respiratory failure and cardiac arrest and that information is being kept from the patient's family. The relative was asking questions regarding the storage of the device, if it could tell how long someone is in cardiac arrest, and if there was information on a programmer that could be provided to the family. The relative was referred to the patient's physician. In addition the relative reported that "they" killed the patient. It was undetermined if the relative was speaking of the manufacturer, or the hospital, or both. The relative was clearly stating a complaint and alleging that the device contributed to the death of the patient. Follow up with the hospital did not yield any additional information. A cause of death was requested and has not been received. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found.